Event description:
Patient was revised to address femoral and tibial loosening at the cement/implant interface (cement brand unknown). Poly wear of the insert was also reported.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to search the complaint database by manufacturing lot was not provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear without the device to examine. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.